Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed, opening assessed as unidentified (tear) opening (shell thickness was within specification) and missing piece of shell assessed as inconclusive. ¿ capsular contracture: unable to observe since it is not related to the device. ¿ silicone migration: unable to observe since it is not related to the device. ¿ granuloma: unable to observe since it is not related to the device. ¿ lymphadenopathy : unable to observe since it is not related to the device. No further actions are required as no manufacturing issues are observed.

Event description:
Physician reported rupture with axiliary adenopathy and "ganglion with silicone leakage" diagnosed by ultrasound later reported capsular contracture baker grade ll. The device has been explanted and replaced with a non allergan device.this record relates to the left side.

Event description:
Healthcare professional reported capsular contracture baker grade ll. The device has been explanted and replaced with a non allergan device.

Manufacturer narrative:
(B)(6). A review of the device history record has been completed. No deviations or non-conformance's noted. The events of lymphadenopathy and granuloma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture, lymphadenopathy, silicone migration, granuloma

Event description:
Physician reported rupture with axiliary adenopathy and "ganglion with silicone leakage" diagnosed by ultrasound. The device remains implanted. This record relates to the left side.